Event description:
"When the surgeon picks up the stone and begins the retractor, a loosening occurs of the guide at the base of the handle."

Manufacturer narrative:
Product has not yet been returned from the hospital for evaluation. Upon evaluation of the incident device, we will provide a follow-up report.